Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolved the initial concern; customer spoke briefly telling at the moment is not able to respond the rep. Questions.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 561 mg/dl. The customer's expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer reported that was admitted to hospital (B)(6) 2016 with a blood glucose level close to 300 mg/dl. Customer was discharged the following evening of (B)(6) 2016. No treatment was received and no changes were made to her current medications of metformin 500 mg twice daily and januvia 50 mg once daily. Customer has been followed closely by her doctor for the hyperglycemia. Customer has not been using the meter and has been tested 2-3 times weekly at the doctor's. Doctor want customer testing at home and is why customer has contacted us for a replacement meter.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4). Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolved the initial concern;customer spoke briefly telling at the moment is not able to respond the rep. Questions. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 561 mg/dl. The customer's expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/31/2018 and open vial date is 9/29/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:561 mg/dl. Customer reported that was admitted to hospital (B)(6) 2016 with a blood glucose level close to 300 mg/dl. Customer was discharged the following evening of (B)(6) 2016. No treatment was received and no changes were made to her current medications of metformin 500 mg twice daily and januvia 50 mg once daily. Customer has been followed closely by her doctor for the hyperglycemia. Customer has not been using the meter and has been tested 2-3 times weekly at the doctor's. Doctor want customer testing at home and is why customer has contacted us for a replacement meter.